Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct relationship between the device, the reported multi-organ failure and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU rev. C is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had passed away due to multi-system organ failure on (B)(6) 2021. It was reported on (B)(6) 2021 that the death was not considered to be device related.